Event description:
Crew responded to a cardiac arrest with CPR in progress upon arrival. Pt was attached to cardiac monitor and pt was in v-fib. Medic attempted to defibrillate pt with no success due to the monitor failing. CPR remained in progress when additional monitor arrived and pt was shocked with 200j, pt went into pea. Pt was transported to ed. Pt was turned over to ed staff.